Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that the helix got caught on tissue and became stretched. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of stretched helix was confirmed. Visual inspection was performed, and the outer helix length was stretched consistent with damage during implant procedure. No other anomaly was noted on the device.